Event description:
It was reported that the view of the image on the scope was not clear during an unspecified spinal surgey. There was some fog on the scope.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An image was taken using the instrument. No haziness/fogging identified on the image taken utilizing the returned instrument. Associated documentation states the instrument must be entirely free of moisture prior to usage to avoid fogging during surgery. The above observations are consistent with inappropriate preparation of the instrument prior to surgery.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.